Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and unexplained high blood glucose of 602mg/dl. The customer experienced chest pains and trouble breathing. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The mother called back to perform the high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. Instructed the mother to change the entire infusion set and reservoir. Suggested the caller to remove the cannula, and it was not bent. No further information was provided.